Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. After post operation day 6 the patient experienced high fever. The surgeon decided to reopen the patient again and found infected area off mesh. It is unknown if device was removed. The surgeon also did not state what was done to mediate the infection. Additional information was requested.